Manufacturer narrative:
The used company cartridge was not returned for evaluation. Photos were provided that show an eye with forceps holding an elongated clear/white material outside of the eye. No determination can be made from the provided photos. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products are being used. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. Photos were provided that show an eye with forceps holding an elongated clear/white material outside of the eye. No determination can be made from the provided photos. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The instructions for use (IFU) also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. It was indicated that no further information will be available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation a foreign object was observed which was pushed into the eye and later was removed. Additional information has been requested.